Event description:
Event description cpi received information from the physician that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was receiving inappropriate shocks in sinus rhythm. The physician performed an invasive procedure and found that the lead had fractured. The physician implanted a new rate sensing lead.